Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined the control unit was not functioning and defective on the small battery drive device. It was further determined that the motor was broken. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu (electric control unit) function, check compatibility between colibri/small battery drive and colibri ii/small battery drive ii, check the function with electric pen drive-console, and check power with test bench, min.67.5 to 110 w. It was noted in the service order that the device could not secure/lock cutter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.